Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016 (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: in on 2014 the male patient had undergone thoracoabdominal aorta replacement in another hospital. On (B)(6) 2018: lcca-lsca bypass + coil embolization had been performed. On (B)(6) 2018: tar (total arch replacement) + os (open stentgraft) with (B)(6) lifeline's j graft frozenix had been performed. On (B)(6) 2018: tevar had been performed by right approach (zta-p-44-233-w1 (=complaint device) in z3, zta-p-44-179 -w1 and zta- de-46-97-w1 in z4.) The patient was not suitable for the procedure since he had tar + os performed before. However, the diameter of the vessel and length of the landing zone were within the appropriate range for tevar. Follow-up observations had been performed after that and no problem had been found. On (B)(6) 2021: the patient was transported to the hospital in emergency though no issue had been found during follow-up observations. Angiography performed on the day confirmed type 3b endoleak at the distal end of the open stent graft. On (B)(6) 2021: addtional tevar was performed; zta-p-44-233-w1 and zta-pt-46-42-233-w1 were additionally placed inside the previously placed stent grafts. Final confirmatory angiography confirmed that there was no endoleak. Additional information received (B)(6) 2021: the zta-p-44-233-w1 was placed inside the tar and frosenix open stent graft (os). The proximal side of the zta-p-44-233-w1 landed across the junction between the tar and os, then the zta-p-44-233-w1 extended across the distal end of the os. Patient outcome: there have been no adverse effects after that.

Manufacturer narrative:
Manufacturer ref# pr3(B)(6) investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 17jun2021: in 2014 (date and month unknown): the male patient had undergone thoracoabdominal aorta replacement in another hospital - (B)(6) hospital. (B)(6) 2018: lcca-lsca bypass + coil embolization had been performed. (B)(6) 2018: tar (total arch replacement) + os (open stentgraft) with japan lifeline's j graft frozenix had been performed. (B)(6) 2018: tevar had been performed by right approach (zta-p-44-233-w1 (=complaint device) in z3, zta-p-44-179 -w1 and zta- de-46-97-w1 in z4.) The patient was not suitable for the procedure since he had tar + os performed before. However, the diameter of the vessel and length of the landing zone were within the appropriate range for tevar. Follow-up observations had been performed after that and no problem had been found. (B)(6) 2021: the patient was transported to the hospital in emergency on (B)(6) 2021 though no issue had been found during follow-up observations. Angiography performed on the day confirmed type 3b endoleak at the distal end of the open stent graft, which also appeared to be type 4 endoleak due to drug administration (doca, eape). It could not be determined which device, zta-p-44-233-w1 or frozenix, was the source of the endoleak. (B)(6) 2021: addtional tevar was performed; zta-p-44-233-w1 and zta-pt-46-42-233-w1 were additionally placed inside the previously placed stent grafts. Final confirmatory angiography confirmed that there was no endoleak. There have been no adverse effects after that.

Manufacturer narrative:
Manufacturer ref# pr. Summary of investigational findings: a patient underwent several procedures in the aorta, which included tar (total arch replacement) and open stentgraft (frozenix) implantation in (B)(6) 2018 and tevar where a zta-p-44-233-w1 (complaint device), zta-pt-46-42-233-w1 and zta-de-46-97-w1 were placed in (B)(6) 2018. Follow-up observations were performed after the procedures. On (B)(6) 2021 the patient was transported to the hospital where an angiography was performed and endoleak was observed. It is unclear if the endoleak was a type 3b or a type 4 or both. The sales representative stated that it was unsure whether the endoleak came from zta-p or the open stentgraft. On (B)(6) 2021 an additional tevar was performed and a zta-p and zta-pt where placed inside the previously placed stent grafts. Final confirmatory angiography confirmed that the endoleak was gone. After the additional procedure there have been no adverse effects reported to the patient. Review of device history record gave no indication of the device being produced outside of specifications. The product was not returned, and no images was provided. According to the sales representative it was unsure whether the endoleak was caused by the zta-device or the open stentgraft. Based on the limited information it has not been possible to establish a cause for the event. Cook will reopen the investigation if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.